Event description:
It was reported that the patient underwent an initial implantation of a TKA approximately seven (7) weeks ago, where Activbraid sutures were used to close the arthrotomy. Subsequently, it was reported that during the patient's three (3) week follow-up, the surgeon felt a defect in the arthrotomy. Patient received a MRI, which showed a rupture at the arthrotomy site. Patient underwent a revision on one (1) month post-implantation, where multiple Activbraid stitches were shown as having failed/ruptured. Surgeon irrigated the knee and closed with using sutures that were not Activbraid. Patient is now starting rehab and the healing process over again. It was noted that the patient had a fluid buildup because of athrotomy leak and tactile feel of rupture site, but was not painful. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)D10:Item# AB-200R-1B; Lot# 2306385.Product has been received by Zimmer Biomet and the investigation is in process. Once the investigation has been completed, a Follow-up MDR will be submitted.If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.